Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure a crack was noticed with the aquabeam scope. The scope was replaced with a new scope unit. Upon scope replacement, "e22 - motorpack error" and "e50 - console error" messages were generated by the aquabeam robotic system. Multiple troubleshooting steps were performed to resolve the issue without success. As a result, the aquabeam handpiece was replaced with a new handpiece unit and the aquablation procedure was then continued through successful completion. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the reported event.

Manufacturer narrative:
H.10 additional manufacturer narrative: three good faith efforts were made to retrieve the aquabeam handpiece for investigation; however, to date no device has been returned to procept. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam handpiece / lot number 22c00265 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. A review of the event history log files observed "e22 - motorpack error" and "e50 - console error" messages were generated by the aquabeam robotic system. The total delay time between the two sessions is 19 minutes and 38 seconds. Aquabeam robotic system user manual, um0101-00 rev. F, was reviewed and states the following: e22 - motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E50 - console error. Release foot pedal and click x. If error persists, turn off and turn on console and cpu. The root cause was not established as the aquabeam handpiece was not returned for investigation. Complaint data is monitored and trended as part of procept's quality management system; shall a trend arise for this failure mode, then further actions will be considered. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.